Event description:
The patient reportedly experienced pain at the implant site. An x-ray showed that the electrode array has not migrated. Programming adjustments were made, however, the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant the patient's device will be scheduled.